Manufacturer narrative:
(B)(4) (secondary surgery) , (B)(4) (intraocular pressure low) - (B)(4) (excessive) - (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2010. The lens was explanted on (B)(6) 2010, due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle and shallowing of the anterior chamber. The patient had low intraocular pressure.